Event description:
The pleurevac sucked out the blue water which creates the one-way water seal. This created the potential for room air to enter the chest and increased the risk of pneumothorax. The patient did not exhibit respiratory distres. The suction was unplugged, the water replaced and the pleurevac also replaced.